Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after an interventional carotid artery stenting procedure with an 8f sheath. Reportedly, the marker lumen was successfully flushed with saline prior to use. However, during use, there was no blood flow from the marker lumen. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned prostyle and the reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined that the reported obstruction of flow and unexpected medical intervention appears to be related to operation context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle contributed to the reported no blood flow coming from the marker lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: the initial information was misreported, some blood was noted however it was not a brisk pulsatile flow. No additional information was provided.